Event description:
A customer reported an unexpected weak d positive result on the galileo instrument (B)(4).

Manufacturer narrative:
Upon review of the image result files by an immucor technical support specialist, it appeared that a clot or particulate was in the test well of the initial testing causing the cell button to appear excessively large. The test well did not appear positive. Image files for repeat testing appeared negative as expected. No clots were observed. The instrument is operating as expected.